Manufacturer narrative:
The customer¿s report of disconnection of the primary set from the extension set during an infusion was not confirmed. Visual inspection of the mating sites did not reveal any abnormalities or evidence of damage to the luer components. No disconnection was observed during functional testing either by gravity or by a test pump infusion. The root cause for the reported failure could not be identified.

Event description:
The customer reported an unintended disconnection between the male luer of a primary set and an extension set during a tpn infusion, rate not specified. There was leaking and the tubing and tpn bag were replaced in order for the infusion to resume; during the preparation of the new tpn bag the patient was given an unspecified dextrose replacement. Although requested, additional event details are not available. There is no report of patient harm.

Event description:
The customer reported that smartsite unintentionally disconnected from tubing while infusing tpn. The tubing and tpn bag were replaced after the event in order for the tpn infusion to resume. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Correction initial reporter address.